Event description:
It was reported by resmed (B)(4) technical service center that during service evaluation an astral device failed to pass its internal self-test. There was no patient harm or injury reported as a result of this incident. MFR# 3004604967-2015-00253.